Event description:
It is reported that an x-ray taken approximately two months after surgery revealed the nail cap came off the nail.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: unable to determine if any damage might have occurred during time of surgery (i.e. Stripping threads during insertion in nail). In addition, a 2-yr complaint history did not show any similar incidents of this nail cap loosening in vivo. Cause of loosening of nail cap cannot be determined, based on x-ray included. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.